Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control valve remained open. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation of a ventilation with the allegation the device's active exhalation control valve remained open. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information from a third party service center alleging a ventilator's active exhalation control valve remained open. There was no report of patient harm or injury. The device was retunred to the manufacurer for evaluation and the customer's complaint could not be confirmed. During the evaluation, dust and debris contamination was observed in the inlet air path, inlet air path foam, blower and flow sensor assembly. The inlet air path, air path foam blower and flow sensor assembly were replaced to address the issue.